Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) is showing an inaccurate battery longevity indicator. The ipg remains in use. No patient complications have been reported as a result of this event.